Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) application intermittently shut down with no error messages. Rebooting the cns with only one hdd did not resolve the issue. No patient harm was reported. Investigation summary: the reported issue of cns application restarting on its own could not be confirmed nor duplicated as the device was not returned for evaluation. The customer reported that the issue was resolved and that a fix was performed. Details of the fix were not provided by the customer. As the unit did not require repair or evaluation from nk to resolve the issue nor did the customer request additional support, the cause is unlikely to be related to a device malfunction or deficiency. A loaner unit was sent to the customer to in ticket (B)(4) for sn:(B)(6). The loaner unit, sn:(B)(6), was reported to also have issues with the cns application exiting, which is documented in ticket (B)(4). Ticket (B)(4) was opened to document a similar application issue with sn:(B)(6). As both units experienced these issues after the customer received them, possible causes may be related to user workflow or improper set up. A serial number review of the reported device does not reveal additional related complaints. The loaner unit has not been returned and is currently still in use at the customer's facility. No similar issues have been reported. The issue with both units was most likely resolved.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application intermittently shut down with no error messages. Rebooting the cns with only one hdd did not resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) application intermittently shut down with no error messages. Rebooting the cns with only one hdd did not resolve the issue. No patient harm was reported.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) quit the application without any warning or displaying any errors. The bme stated that the cns did not reboot, it just quit the cns application. After a few seconds, the application restarted and worked as expected for approximately 30-40 minutes and then the issue repeated. No patient harm was reported. Nihon kohden technician had the biomedical engineer to power down the unit, slide out the hard drive in slot 2 and power the unit back on to see if the issue returns. Biomedical engineer did this and the issue did return and the biomedical engineer also removed the hard drive in slot 1 and powered on the unit but the issue reoccurred. This device is going to be returned to nihon kohden. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when or if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) quit the application without any warning or displaying any errors. The bme stated that the cns did not reboot, it just quit the cns application. After a few seconds, the application restarted and worked as expected for approximately 30-40 minutes and then the issue repeated. No patient harm was reported. Nihon kohden technician had the biomedical engineer to power down the unit, slide out the hard drive in slot 2 and power the unit back on to see if the issue returns. Biomedical engineer did this and the issue did return and the biomedical engineer also removed the hard drive in slot 1 and powered on the unit but the issue reoccurred. This device is going to be returned to nihon kohden.